Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's image was missing. The issue was found during service/maintenance. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the correct results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: d10. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive residue was found on the universal cord sheath. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the complaint is cause traced to component failure due to stress of repeated use, external factors, or handling. The likely cause of the adhesive residue is likely the result of insufficient reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.